Event description:
A malfunction was reported on a customer's pump, which displayed malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, technical support arranged to replace the pump, instructing the customer on how to switch to manual insulin therapy (mdi) temporarily and providing a pump with updated software. The customer was advised on steps for receiving and returning the equipment and acknowledged the instructions given.